Event description:
It was reported that the 3.5mm hex screwdriver used to tighten was worn to begin with, and unable to loosen cone body trial from distal stem implant. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Visual examination of the returned product identified the driver had fractured at the hex location. There is wear to the junction location on the handle and also on the shaft of the device. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.